Event description:
It was reported that during pre-testing, it was observed that the motor device had "broken rubber insulation". The device was not used in surgery. There were no delays in the surgical procedure as an identical spare device was available for evaluation. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this is due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).